Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer alleged insulin pump was under delivering. Blood glucose reading was 497 mg/dl. Customer also reported that act button was not working while doing troubleshooting for high blood glucose. The customer was treated with insulin shots. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.